Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during installation. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Recall number: there have been two field actions for this issue. The z-numbers are z-0956/0965-2011 and z-1149/1158-2012. Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. No signs of fluid ingress were observed. Some substances in the corners of the touch screen were evident though. A photograph of the kapton-tail date code was taken and sent to livanova (B)(4) for analysis. Considering the manufacturing date of the pump and the date code on the touch screen, ageing (of the part and the glue) and wear was determined to be the cause of the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) initiated a root cause investigation (B)(4) for this type of issue.